Manufacturer narrative:
The following fields were updated with the correct device information:;d1 brand name;;d4 model number, catalog number, lot number and UDI #.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after administering dissolved medication via the tube, the tube came apart at the pump section and splashed water around the patient's bed. The customer stated the patient was not involved; it was at the rear of the patient's bed but required opening the pump, cleaning it and reattaching the two parts of the feeding tube.